Event description:
Customer reportedly obtained results of 302 mg/dl and 108 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 281 mg/dl and 139 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event due to reported values. Requested return of suspect system and replacement was sent.